Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4310982. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. It was use related issue due to the information provided by the customer.

Event description:
Fu sent on 07 -may. 1. Sample available is mentioned as yes, please provide the address of the facility for us to ship the return label. 2. Mentioned as an ongoing situation, could you please provide the dates of the events? 3. It is stated that the catheter tip looks cut. Is this identified before the IV insertion attempt or is it occurring during the insertion attempt? Customer response: sorry for the inconvenience. Department using the product has decided this is a user error.

Event description:
It was reported that bd, the following information was provided by the initial reporter: some of the needles do not retract. This has been an ongoing situation but one of it occurred today (B)(6) 2025, no pt harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.